Manufacturer narrative:
The investigation for the high purge pressure has been completed. The product was not returned for investigation. Data logs were returned and after 4.5 days there was a gradual rise in purge pressure observed. The pressure went from 600mmhg to 800mmhg over the next 5 days. Although the purge pressure alarms were not triggered since the rise did not cross 1050mmhg, but the pump flow was also seen trending down. There were a few suction events in the initial few days of the case but no motor current spikes. This suggests that biomaterial buildup was most likely the reason for the rise in the purge pressure. On day 35, the purge pressure crossed the threshold and "purge pressure high" alarms was observed along with suction alarm. Tissue plasminogen activator was in the purge and the purge pressure was seen slightly trending down after that suggesting the biomaterial buildup was slightly cleared. The purge pressure dropped to approximately 900mmhg. Throughout the case, the purge solution was dextrose fiver percent in water and bicarbonate. The purge cassette and bag both were changed numerous times throughout the case but that did not resolve the rising pressure. Therefore, the root cause of the high purge pressure issue was most likely biomaterial. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ e.4 should have been left blank on the initial manufacturer device report number 1220648-2024-13141 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-13141 was submitted. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2024-13141 and a new code was added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-13141 in accordance with updated procedures.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 30-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that a high purge pressure alarm occurred during support. Over time/days, purge flows were trending down, and purge pressures were trending up. Medical staff exchanged the purge cassette and fluid, which did not resolve the issue. The alarm eventually resolved. The patient survived the event.